Manufacturer narrative:
The device was received with the cannula not deployed and the pink slide insert was not seen in the viewing window. Investigation found the cannula assembly successfully deployed upon manual advancement of the ratchet gear. The downloaded data indicates the device ran 45 pulses and was then deactivated by the user before the device could run the second priming sequence. The device functioned as intended and was deactivated before running enough pulses to deploy. No issues were seen with the device or the data from the device that would indicate the needle deploying early.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle deployed early when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.